Event description:
Pt was originally admitted with diagnosis of diverticulosis. She underwent surgery on 6/14/95 where the bar was implanted. Shortly after her hosp discharge some 5 days post-op she began to complain of abdominal pain. She was readmitted and had a second operation on 6/25/95 where the bar was removed and noted to be fragmented.